Manufacturer narrative:
Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3998, lot# v557154, implanted: (B)(6) 2012, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3888-33, lot# j0313988v, implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type: lead. Product ID: 3887-33, lot# v664404, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had been working with a wound care specialist for several months. It was also noted that the patient needed to have leads implanted during a laminectomy procedure due to previous issues with infection. If a dditional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had their implantable neurostimulator (ins) removed 10 to 11 months prior to report. It was noted that the patient had a (B)(6) infection. It was also noted that ¿4 surgeries were needed for the staph infection.¿ it was further noted that it took 10 months for the infection to clear. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s device was explanted ¿(B)(6).¿ it was unclear if it was (B)(6) 2012 or 2013.

Manufacturer narrative:
(B)(4).